Event description:
.

Event description:
It was reported that the patient had an infection and sepsis. The system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the actual lead was not received for evaluation,however performance data was collected from the device and analyzed. Analysis revealed no anomalies. Concomitant products : 4194 implantable pacing lead 2010 (B)(6); 6947 implantable tachy lead 201 (B)(6). (B)(4).